Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's glucose reached 20.2 mmol/l (363.6 mg/dl) while wearing the pod between 1 and 4 hours. Upon inspection, it was noticed that the pod the cannula was not properly inserted into the skin, site was red, irritated and painful. A new pod was applied to treat the hyperglycemia.